Event description:
It was reported that stent fracture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50mm promus elite mr drug eluting stent was advanced for treatment, however, was unsuccessfully implanted. It was noted that the stent got fractured. The procedure was completed with a non-boston scientific device. There were no patient complications reported.